Event description:
The MFR's rep reported that the pt was unresponsive and was admitted to the hosp. The pt was found unresponsive at home following refill. The pump had been filled with 20 mls; only 10 mls were aspirated shortly after the refill. The rep believes that a pocket fill occurred; however, the hcp believes that the pump was defective. The pump was explanted and replaced. The pt has recovered without sequela.